Event description:
Instrument operator noticed a burning smell and a large spark came from under the analyzer. The field service representative found the cleaner bottle had leaked and caused a short in a pcb board.